Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer visit to emergency room and hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was close to 400 mg/dl, 325 mg/dl. The customer was assisted with troubleshoot for low blood glucose. Customer reports insulin pump system has been in use within 48 hours of reported low blood glucose event. Customer states they treated with bolus, saline an injection and released the same day for high blood glucose and intravenous at hospital. Customer stated that the symptoms related to high blood glucose such as rapid heartbeat, shortness of breath and nausea. The insulin pump will not be returned for analysis.